Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that incorrect patient information showing on station. A technical support specialist checked the server and confirmed that visit ID 10421913 shows the patient's name brett ann kuhn. This same name will display on the station, as all patient data synchronizes directly from adt/pis system. The tss advised the customer to verify and correct the source data with adt team. The customer confirmed that the issue was that the hl7 message is pulling the incorrect patient information because the customer has another clinic with the same mrn numbers, so it pulls the most recently active patient information across. The correct patient shares the same mrn as the brett kuhn that's listed on the server and med station. The tss confirmed that issue was resolved on the customer's side by not having their clinic and hospital use the same mrns. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, incorrect patient information was showing on station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.